Event description:
It was reported that the resident in the case was giving too much torque at a bad angle and the head of the screw got detached from the shaft.

Manufacturer narrative:
The investigation results showed that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fractured surface showed the typical flow structures of a ductile torsional breakage. The root cause of the failure could have been a too small diameter or too low deepness of the pilot hole. No indications were found for material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the resident in the case was giving too much tork at a bad angle and the head of the screw got detatched from the shaft.